Event description:
It was reported that two pacing leads were attempted, not implanted. The first lead was difficult to get through the valve of the safe sheath and, upon closer inspection, noted the tip did not look right. The helix may have been out and bent over. A new lead was attempted, but the helix would not extend. The physician turned it over forty times and it could not be extended. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.